Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from january 14, 2020 - january 15, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that a leak was observed from the upper front side near the hanger hole of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a hole near the top of the bag. The leak was discovered while the patient was handling the bag during setup/preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.